Manufacturer narrative:
Results: the jet7 was kinked approximately 24.0, 34.0, 44.0 and 58.5 cm from the hub. The device was ovalized approximately 91.0, 99.0, 104.5 ¿ 105.5, 117.5 and 132.5 cm from the hub. The device was stretched from approximately 129.0 ¿ 130.0 cm from the hub. Conclusions: evaluation of the returned jet7 revealed stretching near the distal tip. This damage was likely the reported kink. This type of damage typically occurs if the device is manipulated against resistance. During functional testing, resistance was experienced while attempting to advance the jet7 through a demonstration neuron max and the jet7 could not advance completely through the neuron max. The neuron max identified in the complaint was not returned for evaluation; therefore, the root cause of resistance experienced during the procedure could not be determined. Further evaluation revealed kinks and ovalizations throughout the length of the device. These damages may be incidental to the reported complaint. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the m1 segment of the middle cerebral artery (mca) using a penumbra system jet7 kit. During the procedure, the physician advanced the penumbra system jet 7 reperfusion catheter (jet7) over a guidewire and through a neuron max 6f 088 long sheath (neuron max), and the jet7 ingested the clot. While retracting the jet7, the physician experienced resistance, and the distal tip of the jet7 was noticed to be kinked under fluoroscopy; therefore, it was removed. The procedure was completed using another jet7 and the same neuron max and guidewire. It is unknown if there is any report of an adverse effect to the patient.